Event description:
During preventive maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), the batteries failed the runtime test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue reported that nothing unusual was identified in the logs, and the batteries were replaced to resolve the issue. Unit was calibrated and passed all functional and safety tests per factory specifications, then returned to customer and cleared for clinical use. (B)(6).

Event description:
During preventive maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), the batteries failed the runtime test. There was no patient involvement, and no adverse event was reported.